Manufacturer narrative:
Motor error alarm during rewind due to motor slid stuck to the motor caused by moisture noted. Unable to perform displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm during the rewind test. The motor was tested outside the unit and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump alarmed compromised force sensor system and motor error. The customer also reported that the insulin was squirting during manual prime process. Customer stated that they were unable to exit the preparing to prime loop and the rewind message occurred after an alarm. Customer stated that they were stuck in rewind complete or bolus delivery loop. Customer stated that they received 2nd series of beeps. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.